Manufacturer narrative:
The implant was designed at the request of the surgeon with inputs including repositioning the sternum intraoperatively, keeping plating elements of the device as thin as possible for cosmetic purposes, and including cut guides for resection of the sternal segments to achieve proper fit. The surgeon did not use the provided cut guides for bone preparation as the gap between the sternal segments was deemed intraoperatively to be too wide. Review of production and inspection records reveals no abnormalities in the manufacturing of the associated production lot, indicating that failure resulted not from manufacturing irregularities, but from the requested design characteristics of this device. Additionally, the large size of the patient (6'0", 315lb) combined with the request to reposition the broken sternum exerted unusually high force on the device.

Event description:
Following trauma to the sternum, the patient suffered from nonunion and the surgeon requested a custom-designed implant to fixate the sternum and span the defect. The surgeon reported that the implant broke under the weight of the patient after a number of weeks.